Event description:
It was reported that the insulin pump alarmed compromised forced sensor system alarm. It was also reported that the insulin pump alarmed motor error. Customer's blood glucose reading was 356 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump unable to prime during prime/a33 test due to faulty fsr (gold). Pump passed the displacement, rewind, basic occlusion and occlusion test. No a33 alarm or motor error alarm noted. Motor passed motor test. Pump received with cracked battery tube threads, reservoir tube lip, broken belt clip slot, minor scratched display window.(B)(4).